Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thorascopic pulmonary biopsy procedure, while doing the wedge resection, the device had locked on the tissue. The surrounding tissue was resected to remove the device which extended the surgical time for more than 30 minutes. The reload was also stuck on the stapler and could not be unloaded.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The reload was received partially engaged with the subject instrument. Visual examination of the staple cartridge noted that the reload was fully fired. The proximal end of the reload adapter was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed condition was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.